Event description:
Reportable based on analysis completed 28sept2011. It was reported that during a treatment procedure a balloon ruptured occurred. The physician pre-dilated the unknown stenosed lesion with a mustang balloon and then switched to post-dilate with the 2cm pcb 8.00mm / 2.0cm / 90cm peripheral cutting balloon (pcb). During inflation he noticed that the pcb burst at the tip. It was noted that the physician was able to remove to device intact. He completed the procedure with a mustang balloon with good result. No patient complications were reported, and patient status was listed as good. However, analysis noted one of the blades was lifted.

Manufacturer narrative:
(B)(4). A visual examination of the device found that the returned balloon showed evidence of being inflated. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp) when a leak was noted. A microscopic examination of the balloon material observed a longitudinal tear for a length of 2mm, 10mm distal to the proximal end of the blades. The tear in the balloon is related to the rupture. In addition, one of the blades was lifted for a length of 2mm from the proximal end of the blade. No part of the blade was missing. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).